Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that to the best of her knowledge, on (B)(6) 2013 around 12:30 pm, she had suffered a hypoglycemic episode while using an expired sensor. Patient started acting strange and disoriented. Store cashier called paramedics. Patient ate some candy to raise her bg levels. Paramedics monitored her condition until bg rose to satisfactory levels. During her episode, patient claims that cgm was reading 129 mg/dl and that her bg was measured at 40 mg/dl by paramedics. Patient has agreed to send her cgm data for dexcom to investigate cgm values around the time of the hypoglycemic event. Patient was instructed to discard and discontinue use of expired sensor. At the time of her call to dexcom technical support, patient reported that she was feeling fine.